Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation and the ipg caused a hip pain. The patient underwent an explant procedure.